Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/12/2018. The customer reported that the battery was new and was in "sleep" mode. Reportedly, the battery was manufactured in 2016. Philips advised the customer that new backup batteries should be installed and charged within one year of the date of manufacture identified on the battery and shipping box. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported a new battery failed. There was no patient or user harm reported. The event date was not specified; estimate used.